Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include weakened material due to flexural fatigue, placement technique, securement technique, patient movement, and patient anatomical features; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported failed attempt on the right on (B)(6) 2021. Add info rcvd 04/14/2021: nurse had difficulty advancing the PICC on the right and could not get a clear reading with sherlock. The wire was removed intact, and it was decided to get a chest x-ray to verify placement. The chest x-ray showed that the PICC turned back toward the arm. The PICC was discontinued and discarded, and it was decided to attempt on the other arm the following morning.